Event description:
It was reported that this device was explanted due to premature battery depletion after less than five years of implant time. During the explant procedure, noise was found in the secondary and alternate sensing vectors. The doctor explanted and replaced the pulse generator and capped and replaced the electrode. There were no additional adverse patient effects.